Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. A legitimate blood glucose comparison was not provided by the reporter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.